Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced fluctuating high and low readings. The customer had blood glucose reading in the 30's mg/dl and has been overdosed by the doctor. The customer also had high reading and went to the endocrinologist for correction and manual injections. The customer declined to troubleshoot. The product was not returned for analysis.